Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 20 mg/dl. The customer went to the emergency room visit. The customer experiencing low blood glucose for this last time she experienced low blood glucose was around (B)(6). Customer's blood glucose at time of admission was 20 mg/dl. The customer was advised that she will receive an email follow up for the low.